Event description:
Information was received upon removal of the patient's smiths medical implantable port, it was noted that the catheter was not attached to the port. A fracture line was noticed and the patient was admitted to the hospital. A broken catheter piece was removed in its entirety, and the patient was discharged home stable.